Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted a supply change, initially did not observe drops while priming, obtained new supplies, and then could not unlock the ilet until a firmware update was performed; after the update, a dry run and subsequent full supply change were successful with tubing fill and insulin delivery resumed. Symptoms included no clinical symptoms reported. Outcomes included no clinical impact, no alerts or alarms, and no hospitalization. Investigation included remote troubleshooting and user education, including guided firmware update, dry run, rewind, and supervised supply change steps. Investigation of this case revealed that the device screen or interface was initially unresponsive due to outdated firmware, which was resolved through firmware update and correct priming technique; the infusion set type reported was contact detach 6 mm/23 in. It was concluded, based on previously established findings for similar reports, that the cause was user interface software needing update and user technique corrected through education.